Event description:
Event description guidant received information that this ventricular lead has intermittent loss of capture. When the patient is sitting up, the threshold is 2.0 volts at .4 ms. While laying on his left side the threshold is 2.8 volts. There are no changes in impedances and all daily measurements were stable with no noise.